Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process, once completed a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565 - 2018 - 06734 .

Event description:
It was reported that the returned tibial articular surface provisionals was fractured. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows the repeated use and a post feature had fractured. All pieces are returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.